Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2 : detailed inquiry description: one had a cut in blood pump segment, the other had a slow leak at the seam of the post blood pump segment and arterial line leaking. No injury reported.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging and three (3) photographs were returned from the facility for evaluation. A visual evaluation was performed, and it was noted there was disconnection at the bonded joint and tube. There was no evidence of stress marks present. Further evaluation confirmed no solvent was present. A visual evaluation was performed on the photographs returned and it was noted that leakage was observed at the bonded joint of the pump set. Based on the evaluation results, the reported defect was confirmed. Incidents of this nature are attributed to operator oversight during the solvent application process the most probable root cause of the detachment could have been due to insufficient solvent applied. Although our training procedures ensure that all our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. As a result of this occurrence, a quality notification and retrain were generated for all associates involved in the solvent application process. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.